Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. However, all conductors were distorted. The distal conductor and the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut, breached cut, and cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage. The helix length could not be tested due to both conductors being distorted.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and appeared to have no slack on x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.